Manufacturer narrative:
As reported, there was a hole in the inner sterile packaging of the phasix st mesh. Photo provided shows the inside of an opened inner sterile foil pouch for a phasix st mesh. There is an area that has been circled in black by the user. Photo does not show a puncture or breach of the sterile barrier. Photo review does not assist in determining root cause. The sample is reported to be available for return, however, has not been received at this time. Based on the information reported and without having the physical sample to evaluate, no conclusions can be made. If/when the sample is returned and evaluation has been completed, a supplemental MDR will be submitted to document the results. Review of the manufacturing records was performed and found the lot was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units. Addendum: this is an addendum to the initial MDR submitted. This supplemental MDR is submitted to document the sample evaluation results. Evaluation of the returned sample finds that there is no sterile barrier breach. The visual inspection of the entire pouch and sealing area indicated that the pouch was sealed correctly, and the pouch integrity was intact. The circled area of concern was examined finding no defects. The pouch condition is consistent with being opened showing normal creasing inherent of foil packaging. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, when opening the phasix st product, a hole was found on the inner sterile packaging of the device. It was reported that the product was not used. There was no reported patient injury.

Manufacturer narrative:
As reported, there was a hole in the inner sterile packaging of the phasix st mesh. Photo provided shows the inside of an opened inner sterile foil pouch for a phasix st mesh. There is an area that has been circled in black by the user. Photo does not show a puncture or breach of the sterile barrier. Photo review does not assist in determining root cause. The sample is reported to be available for return, however, has not been received at this time. Based on the information reported and without having the physical sample to evaluate, no conclusions can be made. If/when the sample is returned and evaluation has been completed, a supplemental MDR will be submitted to document the results. Review of the manufacturing records was performed and found the lot was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of 252 units. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, when opening the phasix st product, a hole was found on the inner sterile packaging of the device. It was reported that the product was not used. There was no reported patient injury.